Event description:
It was reported that the customer had high blood glucose levels of 499 mg/dl. The customer indicated having symptoms consistent with high blood glucose levels including vomiting. The mother of the customer reported removing the infusion set from the customer and blood glucose levels went down. The mother of the customer also reported that the customer was taking a break from the sensor of the insulin pump based on the recommendation of the doctor of the customer. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)